Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the customer is replacing (17) pcu front key pad cases .although requested there was no additional details provided at this time.